Manufacturer narrative:
Findings: no button response due to corroded keypad traces. No button error alarms noted. No ramping numbers noted. Unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 31 mg/dl. The customer was treated to call and is feeling ok. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 31 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. The customer stated a button was not pressed for 3 minutes or longer. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 31 mg/dl. The customer stated the up or down button may be stuck. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.